Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. H.6. Codes have been updated to reflect the new information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that there was no problems and they were able to reset the device to a higher setting. They indicated that they now have a better understanding of the device and how it works. The patient also indicated that their retention has not worsened as a result of the device or therapy.

Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the therapy stopped working for them a couple of months ago and they have not been able to get it to work again, they thought this was due to the external components being depleted. Agent explained externals do not power the implant. Agent helped the caller power on the handset, but the communicator was depleted and needed to be recharged. Caller plugged it in while on the call and saw the charging light. The caller will charge it up and call back for help with making adjustments. The caller indicated that the therapy was not working for them because their bladder would not empty all the way and when they would stand up, liquid came out. Caller also expressed concerns because they went through airport security and thought they may have messed up their device. Agent reviewed low potential for por, but we will be able to see that once we connect to the implant. The caller reported that they have an upcoming cardiac ablation. Agent reviewed guidelines and recommended hcp call for guidance. Additional information was received from the patient. The patient called back in regards to this case after having charged their external devices and wanted assistance making adjustments to their therapy. Agent helped patient successfully connect external devices to ins and patient increased stim to a comfortable level. Patient also inquired about MRI mode, CT scans, and airport compatibility. Agent walked patient through MRI mode and reviewed MRI guidelines. Re-opened case to document additional symptoms in secure notes. Patient said they're having issues with their urine building up and they don't get the feeling that they need to go to the bathroom. Patient said when they do go to the bathroom, their bladder is not emptying all the way and then when they stand up, urine leaks out.